Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that correct serial number of the device involved is (B)(6). Model/serial number have been added to the dedicated d.4 section. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2015. Based on the investigation results of similar events, this kind of malfunction can be caused by: improper hospital gas supply (minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). Taking into account livanova technical intervention, root cause of the reported issue can be traced back to a defective air/co2 flow sensor.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported error code for co2 channel. In order to solve the issue, mass flow sensor for air/co2 was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the electronic gas blender displayed an error meaning calibration fault, a fault has occurred in the actual value/actual value comparison (e19) during servicing. There was no patient involvement.